Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s managing physician was filling the patient¿s pump with 20cc of a concentration of 2000mcg/ml baclofen and 20cc of a concentration of 8mg/ml ms. The pump was programmed with a concentration of 2000mcg/ml baclofen and 8mg/ml ms. A health care professional (hcp) believed this was in error. The hcp felt this was programmed incorrectly. The pump was used to infuse baclofen and morphine. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that no programming error actually occurred. The health care professional was just asking questions. No further information was reported regarding this event.